Event description:
The device was applied a laparoscopic cholecystectomy procedure involving one pt. Reportedly, the scope's visibility was unclear. The surgeon used another instrument to complete to complete the procedure. The hosp has reported no pt injury.